Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with an antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The questionnaire shows it is unknown whether the site was irrigated before closure and the clinical representative confirmed antibiotics were not prescribed pre-operatively, which are potentially contributing factors for the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to not irrigating the site before closure and antibiotics not being prescribed pre-operatively (user error - clinician).

Event description:
The patient reported the incision on their shin is not healing. The lead was explanted on (B)(6) 2021 due to infection at the skin entry site. No further issues have been reported.